Event description:
Additional information was received indicating that the issue occurred during testing and there was no patient involvement.

Manufacturer narrative:
Other, other text: h2: see a1, b5 and h6(patient code).

Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the customer's complaint is confirmed. The pump was found to be displaying the indicated alarm when powered on with batteries. This issue was due to a faulty microprocessor unit board. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump keeps losing patient data and settings. It cannot keep track of time once time is saved. There were no reported adverse events.